Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred. Customer¿s blood glucose was 273 mg/dl. Reportedly, the customer was not following the load sequence properly. The customer successfully reloaded the cartridge and insulin delivery was resumed.